Manufacturer narrative:
(B)(4). Approximate age of device - 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had an acute infarction of the entire right middle cerebral territory on (B)(6) 2018. The patient expired on (B)(6) 2018. Additional information was requested, but not provided.